Event description:
The complainant reported that the impella aic had a controller error.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. Data logs from the console indicate that numerous kbd-communication loss alarms were issued by the console. The console was visually inspected and internal circuitry found to be of good integrity. The console was then setup with an oscilloscope monitoring the data communication between the epc and glass keyboard and rebooted 200 times without being able to replicate the failure mode. The root cause could not be determined due to issue not being reproduced. Precautionary replacement of the subsystem components most likely to account for the failure mode was warranted.